Manufacturer narrative:
The labeling for virotrol hiv-2 indicates "each human donor unit used in the preparation of this product has been tested using licensed reagents and found to be non-reactive for hepatitis b surface antigen, antibodies to human immunodeficiency virus (hiv) type 1 and antibodies to hepatitis c virus. However, no known test method can assure that products derived from human sources will not transmit infection. It is recommended that this product and all human specimens be handled in accordance with biosafety level 2 practices as described in the united states dept of health and human svs centers for disease control and prevention (cdc) and national institutes of health (nih), biosafety in microbiological and biomedical labs, or other equivalent guidelines.

Event description:
A hospital employee splashed control material on her cheek. There was no immediate harm to the hospital employee as a result of this event.